Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: -h6 (impact codes) "f12 - serious injury/ilness/impairment" was removed as it was unnecessary upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tissue was noted entwined in the helix and helix was partially extended. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of dislodgement. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. Another ra lead was successfully implanted. No additional adverse patient effects were reported.